Event description:
Two screw drivers were returned for repair with tips broken off and missing. In contact with the hosp, it was determined that only one had broken during a surgical procedure, but the hosp was unsure as to which one. The tip had broken off inside a screw during an attempted extraction. Surgeon left piece and screw embedded in bone in body. Hosp stated no pt injury had occurred.